Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes >2500 ohms lead impedance during repositioning. The lead was subsequently replaced.